Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that the patient experienced a skin reaction associated with the sensor adhesive. The reaction looked like eczema with dry skin and a red irritation under the adhesive and mainly under the transmitter holder footprint. The reaction was described as a ¿violent rash¿ and a burn-type wound with drainage and itchiness. The patient had tried various barrier product prior to inserting the sensor; however, the burn-type wound with drainage and itchiness reaction recurred. The patient alleged he sustained an abdominal scar from a sensor adhesive reaction that occurred in june/july 2020. This is being reported based on the allegation of scarring. No data or product was provided for investigation; however, a photograph was provided. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H2: additional information. H6: event problem and evaluation codes - additional.

Event description:
Subsequent to the initial MDR, additional information has been provided.